Manufacturer narrative:
A review of the device history record indicated the order was built to specification. A sample has not been returned for this complaint, therefore, a visual inspection and functional testing could not be performed. A root cause for the customer¿s complaint could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure on the right eye, a system message was displayed and there was no fluid flow. The cassette was replaced with another and the procedure was completed with no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.